Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering and had low blood glucose level of 80 mg/dl. No harm requiring medical intervention was reported. Customer was not using auto mode feature. The device will be returned and reservoir will not be returned for analysis.